Event description:
It was reported that the customer had a crack and condensation inside the screen of the insulin pump, which makes it difficult to read at times. Customer also reported unexplained no delivery alerts. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.